Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in good condition; no physical damage was found on the pump. Functional testing performed. Customer stated problem confirmed. There was a permanent alarm after switching on. Root cause was the downstream occlusion (dso) sensor. The dso sensor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump started two-tone beeping, just after switching on during self-test and without an error code. There was no patient involvement, and no patient harm/adverse event reported.